Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and exit block. During surgery a lead insulation anomaly was noted. The lead was explanted and replaced.